Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient reports having severe headache and body aches as well as high blood glucose level of 300 mg/dl. Once at the hospital the patients pod was removed. The pod infusion site was irritated and bleeding. In addition the patient reports having purulent discharge at the pod infusion site. The patient was treated with intravenous medicine as well as insulin. The patient was prescribed cephalexin (500 mg), oral medication and ondansetron (4 mg) to be taken for 12 hours. The patient reports being discharged from the hospital after 10 hours. The patient reports the following day they had gone to another hospital for a follow up visit and was provided a different treatment. No further information is available as to the second hospital treatment provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.